Event description:
The customer reported the hd autoclavable camera head display intermittent e315 and e216 scope communication error. The event occurred during preparation for use. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
A field service engineer (fse) inspected the camera head with two standalone cv-190 processors. During the check, the fse confirmed the intermittent e315 and e216 error message. The device will not be sent in for evaluation and repair at this time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates in d9, h3, h4, and h6. The suspect device has been returned to olympus for evaluation and confirmed the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the hd autoclavable camera head displayed an e216 (scope communication error) and e315 (non-conforming endoscope) error due to a faulty cable. The specific root cause of the faulty cable was unable to be identified. The hd autoclavable camera head also had a rusted coupler. It¿s likely that the rusted coupler was a result of the device aging. The specific root cause of the rusted coupler was unable to be identified. Additionally, there was a cut cable and a scratch on the image. Per the legal manufacturer, there is no potential for a cut cable and a scratch on the image to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.